Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient paged after changing their system controller at home due to a backup battery fault alarm. The patient was seen in the clinic the next day and was educated on the causes of the alarm. Upon reviewing the controller, a replace backup battery and pump off alarms were noted. The emergency backup battery (ebb) information was reviewed and was found to be good for 17 months. The ebb was removed from the controller and reinserted. Date and time was synched and no change was seen in replacement date. The event log file displayed a string of backup battery fault alarms beginning 24jun2024 2243 through 25jun2024 0000 followed by driveline disconnect/ lvad off alarms indicating the reported controller exchange.

Manufacturer narrative:
Section d4, primary UDI number: corrected. Section d4: manufacturing date corrected. Section h4 - device manufacture date - corrected. Manufacturer's investigation conclusion: the reported event of backup battery fault alarm was confirmed via the submitted log file. Data from the reported event date of 24jun2024 in the submitted controller event log file was reviewed. The backup battery fault alarm activated on (B)(6) 2024 at 23:43:50 due to a load test fault. The backup battery did not pass the load test due to the loaded voltage being under the acceptable threshold as compared to the unloaded voltage. The driveline was disconnected on (B)(6) 2024 at 00:07:44 and powered off. The controller was briefly powered on without the driveline connected on (B)(6) 2024 at 09:15:10 and the alarm was not active. The alarm did not affect the controller's ability to operate the pump at the set speed. There were no other notable alarms active in the log file. The system controller, serial number (B)(6), was not returned for analysis. The provided information stated that the backup battery was reseated, and no product will be returned. A root cause for the reported event cannot be conclusively determined through this analysis. A corrective and preventative action (CAPA) was initiated to further investigate the issue of backup battery fault alarms. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. The patient handbook and IFU also cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate 3 instructions for use section 7-¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5-¿alarms and troubleshooting¿ explain how to troubleshoot the system controller, including backup battery fault alarms. Heartmate 3 instructions for use section 8-¿equipment storage and care¿ and heartmate 3 patient handbook section 6-¿caring for the equipment¿ explain how to properly take care and maintain the integrity of the system controller. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.

Event description:
The ebb was reseated during clinic visit. The patient was sitting up in bed watching tv when alarm occurred. There was a long discussion regarding sleeping on wall power and when appropriate to change controller at home.

Manufacturer narrative:
This event was also reported under MFR# 2916596-2025-04763. Manufacturer's investigation conclusion: the reported event of backup battery fault alarm was confirmed via the submitted log file. Data from the reported event date of 24jun2024 in the submitted system controller event log file was reviewed. The backup battery fault alarm activated on (B)(6) 2024 at 23:43:50 due to a load test fault. The backup battery did not pass the load test due to the loaded voltage being under the acceptable threshold as compared to the unloaded voltage. The driveline was disconnected on (B)(6) 2024 at 00:07:44 and powered off. The system controller was briefly powered on without the driveline connected on (B)(6) 2024 at 09:15:10 and the alarm was not active. The alarm did not affect the system controller's ability to operate the pump at the set speed. There were no other notable alarms active in the log file. The returned system controller, serial number (B)(6), was functionally tested and performed as intended. Load tests were performed during testing, and a fault was unable to be reproduced. A root cause for the reported event cannot be conclusively determined through this analysis. A corrective and preventative action (CAPA) was initiated to further investigate the issue of backup battery fault alarms. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. The patient handbook and IFU also cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate 3 instructions for use, rev. C section 7-¿alarms and troubleshooting¿ and heartmate 3 patient handbook, rev. D section 5-¿alarms and troubleshooting¿ explain how to troubleshoot the system controller, including backup battery fault alarms. Heartmate 3 instructions for use, rev. C section 8-¿equipment storage and care¿ and heartmate 3 patient handbook, rev. D section 6-¿caring for the equipment¿ explain how to properly take care and maintain the integrity of the system controller. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.